Event description:
In 2004 it was noted that a whole bunch of butterfly needles purchased from abbott laboratories had a crust on the tip of the needles. The needles effected were of 23 g. The manufacturers have been informed.